Event description:
The explanted devices were received. Analysis is underway for the generator, but has not been completed to-date. Analysis was completed for the returned lead. The reported high impedance was not verified within the returned lead portion. A portion of the lead including the electrode array was not returned and evaluation could not be made on that portion. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
Analysis was completed for the returned generator. The bench resistor used during lead impedance measurements felt loose and could not effectively stay in place without weighing it down with a sideways force. Proper output functionality was verified using the bench oscilloscope. The returned in-line test resistor showed set screw indention marks and measured 4,007 ohms. The diagnostics were as expected for the programmed parameters. Various electrical loads were attached and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The canted spring was observed to be further in the slot than what is seen typically. The critical dimension for the canted spring, does not meet specification (reported in MFR report#1644487-2017-04968). The generator failed several electrical test parameters. The device was angled up slightly within the fixture, to allow for a better connection, and then two additional electrical tests were performed. Both tests results showed that the generator performed according to functional specifications. Based on the electrical test results, with the canted spring out-of-specification, effective electrical paths likely were not being made. The downloaded revealed that 1.274% of the battery had been consumed. There was no other performance or adverse condition found with the pulse generator. Impedance values stored in the generator data showed the impedance varied between high and normal impedance values between the dates of 10/06/2017 and date of explant, 11/15/2017. The cause of the high impedance was most likely due to the canted spring of the generator being out of specification.

Event description:
It was reported that a patient¿s device showed high impedance on systems diagnostics. The patient was scheduled for revision surgery. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Revision surgery occurred. It was reported that a hole was found in the lead. The explanted devices have not been received by the manufacturer to-date.